Event description:
It was reported that outside the surgical environment the unit had no power. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation it was found that the wire from the power inlet module to the board was burnt. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was confirmed to not power on. The wire from the power inlet module to the board was burnt. The wiring to the board was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.